Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient saw a settings not available message on their controller. The patient said he was lying flat on his back. The patient said that is also occurred in different positions. The patient said that he has adaptive stimulation (as). The patient checked and showed that stimulation was on and both controller and ins battery are at 50%. The patient did not do anything else last night. The patient is charging the controller right now. The patient said that he just got back from a flight, and said that he has been flying more now than he typically does and has been going through airport security. The patient checked and is no longer getting this message, so it was suggested that the patient monitor and if it reoccurs to try to check the ins battery level and tack this information. The patient also reported tingling in the back of their legs. No further complications were reported. No additional patient symptoms were reported.